Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called while in fill 2/5 of pd treatment and received "m31 air detected in cassette" alarms. The patient checked the heater bag connection was tight and did not see any air bubbles in the hb line. Hb is not empty. The patient rebooted the cycler and received a "power fail recovery failed" alarm. The cassette door was opened and the pd patient reported a fluid leak. The pd patient stated the outside of the tubing and pumps and cassette covers set had solution. The patient reverted to manual exchanges to complete her remaining treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who indicated it was unknown what may have attributed to the leak. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was returned for investigation. The reported symptoms fluid leaking and m31 air detected in cassette warning were was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. The fifteen minute self-test / treatment was perform. During treatment, turning the cycler off then back on again, the power fail recovery resumed to the treatment as intended. Mushroom head check passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient called while in fill 2/5 of pd treatment and received "m31 air detected in cassette" alarms. The patient checked the heater bag connection was tight and did not see any air bubbles in the hb line. Hb is not empty. The patient rebooted the cycler and received a "power fail recovery failed" alarm. The cassette door was opened and the pd patient reported a fluid leak. The pd patient stated the outside of the tubing and pumps and cassette covers set had solution. The patient reverted to manual exchanges to complete her remaining treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who indicated it was unknown what may have attributed to the leak. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The sample was discarded and was no longer available to be returned for evaluation.